Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported by the patient that the closure device failed. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient stated their closure device failed. No other details were provided. The patient was restarted on eliquis. No patient complications were reported to have occurred.